Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower scan values while a customer, who is a child, was wearing the adc device compared to an hcp meter. On (B)(6) 2022, a sensor scan of 50 mg/dl was compared to an hcp glucose test of 168 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced vomiting and acetone in urine and was provided insulin and saline by an hcp for treatment. No further information was provided. Please note: treatment of insulin is inconsistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.